Manufacturer narrative:
Investigation summary: a quidel representative visited the site and observed procedural errors that may have contributed to the event. Tested 5x retained devices with negative standard. Tested 5x returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. The customer was also using off-label vtm during testing and interchanging lot-specific components. Root cause: cannot duplicate with returns.. Source: email.

Event description:
Reported 1 false positive sars results for one patient. The customer communicated the result was confirmed negative by molecular (pcr testing). Samples were collected using vtm (off-label use).